Event description:
It was reported that the catheter (subject device) was used in the medical procedure. However, the subject device was damaged where it exits the sheath. The subject device was replaced, and no clinical consequences were reported to the patient due to this event.